Event description:
User stated the grey cap on the water supply bottle was cracked and a small amount of water leaked onto the floor where the operators walk. No one slipped or was hurt because of the water leak. No pt samples were involved.

Manufacturer narrative:
The field service representative determined there was a broken fitting, and replaced the fitting. Calibration and qc were performed to verify analyzer operation.